Event description:
Healthcare professional reported right side device rupture. The device has been explanted and replaced with a new implant.

Manufacturer narrative:
Continued e1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.